Event description:
It was reported that during a surgery, the distal end of the device came loose and was later retrieved from the shoulder joint. A 20 minute delay was reported.

Manufacturer narrative:
Additional information will be provided, once the investigation has been completed.

Event description:
It was reported that during a surgery, the distal end of the device came loose and was later retrieved from the shoulder joint. A 20 minute delay was reported.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The ceramic tip and metal electrode had broken off from the product's tip. The broken pieces (ceramic tip and metal electrode) were not returned for evaluation. There were some significant scratch marks/damage on the product's wand or heat-shrink¿s (black insulation) distal end. The product was connected to an energy console. A p2 error code was observed. A p2 error corresponds to a "probe expired error" - the time since the first activations of the current probe has exceeded 24 hours. A p2 error code is expected (normal) to be obtained when connecting the probe after 24 hours of being activated for the first time. This condition is a known failure mode, probable root causes for the reported condition can be associated, but not limited to: non-conforming component, poor assembly process, and/or misuse. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.